Event description:
The patient reported their blood glucose (bg) level reached 400 mg/dl, while wearing the pod for 4 hours. The patient reported the pod leaked insulin and when removed from the infusion site (abdomen) they found the cannula had not inserted into their skin during activation. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and the exposed soft cannula was observed to be undamaged. The pod data showed no errors or abnormalities that would indicate the pod was not running as expected. Inspection of the patient history buffer (phb) data found that the algorithm functioned as expected with respect to the estimated glucose values (egv) from the continuous glucose monitor (cgm). During fluid path testing, fluid flowed freely through the complete fluid path and no leaks were observed. Inspection of the needle mechanism assembly, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion. Ultimately, the cause of the reported unsure properly inserted case could not be determined, and no problem was found regarding the reported leaking during wear allegation.